Event description:
It was reported that during routine maintenance the battery pack for the device would not hold a charge for more than 15 minutes. No patient involvement, as detected during routine maintenance. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution fo the device described in this report. A maquet service technician replaced the battery pack and the unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available.